Event description:
The customer reported receiving unspecified low readings on their freestyle freedom blood glucose monitor for approx 3 days, and reported feeling unsure on how to properly medicate themselves. They reported experiencing "blinding headaches." The customer was seen by their doctor at a local hospital, where they were diagnosed with hyperglycemia. Exact treatment administered to stabilize glucose levels is unknown.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.